Manufacturer narrative:
Information received by distributor rep on 01/11/2016. Information transferred to quality to log complaint on 02/11/2016. Therefore 30-day reporting period was exceeded. Investigation is currently being performed. A follow-up report will be submitted at the conclusion of the investigation.

Event description:
Screw backed out of plate (lower screw, 4.0mm). 3-level cervical fusion case. Required revision.